Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) portugal alleging that their onetouch verio2 meter had read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged product issue occurred at 8:26am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿253mg/dl with the subject meter which they compared to a result on another device of ¿163mg/dl¿ within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes by self-adjusting their insulin dosage and took their normal insulin dosage based on the subject meter result. Immediately after taking this insulin the patient developed symptoms of ¿feeling like they were going to pass out, unaware of what was going on and lost their mind¿. In response to this the patient¿s son was able to give the patient food and drink by means of treatment. The patient reportedly felt better soon after this treatment was provided. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.